Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while using on patient, the cardiosave intra-aortic balloon pump (iabp) had power cable faulty. There was no injury reported.

Manufacturer narrative:
Updated fields: e1 (initial reporter, event site email), g1-contact person ¿ mfg site, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11 corrected field: e3. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fse troubleshot on unit and observed that unit's ac power cord got intermittent issues. The fse suggested to replace new item. The fse replaced new ac power cord and did all manifold tests, passed. Batteries charging as per normal. Equipment operated as normal. The fse handed over equipment to customer in good working condition. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part reel, ac power cord with a reported unit failure of cardiosave power cable faulty. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat dept. Initially performed continuity testing of the power cord. The ground blade had good continuity along with the neutral blade. When the line or phase blade was tested for continuity, it became intermittent at different points when the cord was pulled from the reel, proving that the power cable is faulty as the customer had described. The service rep also reported that the power cord has intermittent issues. The fat dept. Was able to replicate the complaint observed by the customer of a faulty power cord. The reel, ac power cord failed testing.